Event description:
Procedure type: lap chole. According to the reporter: no tissue damage was reported. A bile leak was discovered eight days after the lap chole was performed. During the patient's checkup ercp, a leak was found while the clips should have been around the cystic ducts. Instead the clips were seen on a radiograph away from and not on the cystic duct. A stent was applied to the pt's cystic duct and a "droh" was placed in the patient's fascia to help remove the bile. No tissue damage/no pt injury. Or time was not extended, clips were discovered during his ercp a week later, clips were not retrieved.